Event description:
Pt was revised to address instability which was attributed to the insert being too thin. A thicker insert was inserted to correct the problem.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not draw any conclusions about the reported event; however, provided information indicates the size inserted selected at primary surgery did not achieve the desired joint stability. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.